Manufacturer narrative:
Date of event: exact date unknown, event occurred two few months from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 20346300.

Event description:
It was reported that the patient's leads had migrated. The patient underwent an explant procedure and was doing well postoperatively. All device components were explanted and were disposed.